Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that the patient noted they fall often and it possibly caused a redlight to appear on their remote and an impedance on their lead. Several impedance checks were performed, and they attempted to reset the remote and re-program the device. Anteroposterior and lateral imaging were performed. It was also noted that the device stopped working. The neurostimulator and lead were replaced as a result of this event. No additional complications were reported as a result of this event.